Event description:
Pt was experiencing left hip and leg pain. During revision surgery to remove construct loose screws were identified. Patient retained the explants.

Manufacturer narrative:
Eval method: device history record reviewed. Results: device manufactured to applicable specifications. Review of the current IFU states that "patients should be made aware that a successful result, as defined by reduced pain, increased function, and establishment of solid fusion, is not always achieved". Pain and loosening of components are listed as possible complications. IFU states that if fusion does not occur, bending, loosening, disassembling, and/or breakage of the implants will eventually occur. It also states that complications and/or failure of spinal implants are more likely in patients who smoke. No add'l action is required at this time. This is the final report that will be submitted associated with this incident and device.